Event description:
It was reported that the pt underwent a pelvic floor repair in 2006. The mesh was placed on the anterior wall of the vagina. The surgery took an hour and nothing unusual was noted during the operation. At one week postoperative, the pt complained of pain and bleeding. The bleeding was coming from the stitch at the deep part of anterior wall of vagina. The surgeon suspected an infection and prescribed cravit (lovofloxacin). One week later, the pt still suffered from bleeding. A culture was taken and levofloxacin-tolerant bacillus coli was detected, so the patient was prescribed minomicine (minocycline hydrochloride). This infection was considered topical, since the crp showed normal value. The bleeding and pain have stopped.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.